Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. Customer's blood glucose level was 463 mg/dl at the time of incident. The customer reported that she went into diabetic ketoacidosis while visiting her father and was hospitalized. Customer was experienced nausea vomiting abdominal pain difficulty breathing as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was travel during the day, ate lunch, checked blood glucose and it was high and then felt very ill. Customer stated reason of hospitalization was abnormal metabolic state and type 1 diabetes. The customer was treated with insulin drip, zofran, ativan, and fluids. Customer was placed on a new medication and they had a negative reaction to it. Customer reported that they did not contacted their health care professional regarding high blood glucose. Troubleshooting was declined for issues reported. The insulin pump will not be returned for analysis.